Event description:
A report was received that the patient was experiencing pain in the back and weakness in the legs. The patient went to the ER and was given oral pain medication. The patient was later reprogrammed and doing fine.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 (B)(4) model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet

Event description:
A report was received that the patient was experiencing pain in the back and weakness in the legs. The patient went to the ER and was given oral pain medication. The patient was later reprogrammed and doing fine.